Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed intermittent downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an intermittent downstream occlusion alarm were verified through a review of the event history log but not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported problem, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.